Manufacturer narrative:
Frozen display is a failure that results in the user not being unable to interact with the ui. The defects to these parts can be caused because of excessive stress or fatigue and pcb reliability.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) screen is frozen. No patient involvement and no harm is reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Display issue was resolved by installing a new touchscreen. The repair is completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.